Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number lpp101, and no non-conformances were identified. Investigation summary: nine unopened samples of product code w8305 lot # lpp101 were returned for analysis. During the visual inspection of nine unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no pull off suture needle was found, and the tested sample met the finished goods requirements.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. The needle pulled off the suture when sewing during the surgery. Changed to another like device to complete the surgery. There were no adverse patient consequences reported.